Manufacturer narrative:
Block h11: an advanix biliary preloaded duodenal bend stent was received for analysis. Visual inspection found that the suture and the stent were detached. Microscopic inspection observed that the stent suture hole was torn. No other problems were noted with the device. Product analysis confirmed the reported event of stent failure to deploy. The reported event and observed failures were likely caused by the pressure when trying to deploy the stent, which could have been due to the physician's technique or tortuosity of the procedure. It is most likely that when the device could not deploy the stent, the stent suture hole was damaged by the pressure that the suture was adding to the suture hole. Since the suture hole was torn, the suture was most likely stuck in the suture hole, which resulted in the stent being unable to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system duodenal bend stent was used during a procedure performed on (B)(6) 2025. During the procedure, the stent was unable to deploy. There were no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts. This event has been deemed an MDR-reportable event based on the investigation results which revealed that the stent was detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h11 (device analysis) has been corrected. Block h11: an advanix biliary preloaded duodenal bend stent was received for analysis. Visual inspection found that the suture was detached. Microscopic inspection observed that the stent suture hole was torn. No other problems were noted with the device. Product analysis confirmed the reported event of stent failure to deploy. The reported event and observed problems were likely caused by the pressure when trying to deploy the stent, which could have been due to the physician's technique or tortuosity of the procedure. It is most likely that when the device could not deploy the stent, the stent suture hole was damaged by the pressure that the suture was adding to the suture hole. Since the suture hole was torn, the suture was most likely stuck in the suture hole, which resulted in the stent being unable to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system duodenal bend stent was used during a procedure performed on (B)(6) 2025. During the procedure, the stent was unable to deploy. There were no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts. This event has been deemed an MDR-reportable event based on the investigation results which revealed that the stent was detached. Please see block h11 for full investigation details.